Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 41 mg/dl. No bg meter comparison value was taken at this time. The patient was asymptomatic but concerned about the low cgm value. Therefore, emergency medical services (ems) was called. Once ems arrived, the patient¿s cgm was reading 66 mg/dl. A bg meter reading was taken but the patient could not recall the specific value. The patient was transported to the emergency room and during transport, the patient was provided with an unspecified IV. At the ER, the patient¿s cgm was reading 65 mg/dl, and the bg meter was reading 95 mg/dl. The patient was treated with glimepiride and observed for a few hours. The patient was discharged home later the same day. At the time of the report, the patient was doing well and fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the b zone of the parkes error grid when checked in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).